Manufacturer narrative:
Per the customer, there was no deviation from IFU (instructions for use) in reprocessing steps for the area foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder, air/water channel, and auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope was leaky. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water cylinder with foreign material, air/water tube with foreign material, and jet tube with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿leaky¿ was not confirmed. Initial leakage and electrical safety tests were performed reporting no fault. The device evaluation found a whitish foreign material inside the air/water cylinder, air/water tube, and the jet tube. The material was more evident inside the jet tube. Additionally, the objective and light guide lens adhesive had discolorations. The bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.